Event description:
It was reported that during a laparoscopic left hemicolectomy, a teardrop-shaped clip was formed. The device was used around the colon. The deployed clip was removed with a forceps. It was unknown which firing of the device this event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).